Event description:
Healthcare professional reported unknown side "capsular contractures, baker grade iii and an rupture on an unknown side." Healthcare professional later reported right side capsular contractures, baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) . Additional observations: yellow particles on the surface of the shell.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported unknown side "capsular contractures, baker grade iii and rupture on unknown side." Device has been explanted.